Event description:
It was reported that during an lar procedure, the device cut the intestine but it did not staple. This happened on the first firing. The staples stayed into cutter. Case was completed with another contour stapler. The entire procedure last about 1 hour more but there where no significant influence on patient. Patient is ok now.

Manufacturer narrative:
(B)(4). The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. In addition the rear cap was returned broken. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.